Manufacturer narrative:
Freestyle libre 3 sensor has been returned and investigated. Visual inspection has been performed and no issues were observed with the sensor patch or adhesive. Removed the sensor plug and inspected the plug assembly and no failure mode observed. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. N/a was selected for g4 as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with use of the adc device. Customer received low readings compared to readings obtained on another adc meter and experienced a loss of consciousness. Customer was unable to self-treat and had contact with a healthcare professional who administered unspecified treatment. There was no report of death or permanent impairment associated with this event. A sensor reading of 96 mg/dl was compared against to an adc meter reading of 310 mg/dl, the results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant.